Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A stylet insertion test passed without issue indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this left ventricular (lv) lead guidewire could not advanced or passed through as suspected something might be stuck. The lead was never in service. No adverse patient effects were reported.